Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an issue where the plastic of the (B)(6) usb memory stick appeared to be melted due to excessive heat. The memory stick was used to store the backup data for the cobas 6000. While attempting to access the data on the memory stick on another computer, the customer was unable to locate the files and inquired if the memory stick needed to be formatted. The customer stated the memory stick got extremely hot in the second computer. The customer replaced the current memory stick with a (B)(6) memory stick, but it was not recognized by the analyzer. The customer confirmed they had rebooted the analyzer since the beginning of the issue. There was no injury and no adverse event. The field service representative found the control unit of the analyzer computer (pc) was damaged and he replaced it. The customer calibrated as needed and all controls were acceptable. The system was performing to specifications. This situation is plausible after long term use and no short circuits could be caused by this issue.